Event description:
Spacelabs received a report that on (B)(6) 2015 at 4:45 p.m., a bedside monitor model 91387-28 with command module model 91496 was found with central venous pressure (cvp) alarms in the ¿off¿ position without intervention by the staff. No one was injured as a result of this event.

Manufacturer narrative:
The involved devices and data was investigated by a spacelabs product support specialist. Using the central monitor audit log (which received data from the command module via the bedside monitor), the reported sequence of changes to the cvp (central venous pressure) alarm state and alarm limits for the event time was reproduced. Cvp monitoring was initiated at 12:15. Cvp alarms were set to off in the command module and alarms are not automatically enabled when cvp monitoring is initiated. Consequently, cvp alarms were off at 13:00 (which is not consistent with the customer¿s complaint report). The log shows that cvp alarms were off until 14:20. After cvp alarms were manually turned on at 14:20, the alarms remained on until 16:23. At 16:23, cvp alarms were manually turned off (in conjunction with an alarm state) and remained off until 16:45 (which is consistent with the customer¿s complaint report). Due to facility configuration changes that were implemented in conjunction with a recent update, the staff were not manually enabling alarms upon initiation of invasive cvp monitoring which lead to the assumption that alarms had been spontaneously disabled. To address the root cause of this complaint, changes to the default alarm settings were recommended and adopted by the customer.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a complete report when the investigation is finished. Placeholder.